Manufacturer narrative:
Additional information was received, section b (history) above has been updated. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported to microvention: "cerebral infarction, delayed sah and death: (...) The fred was implanted. After the fred was implanted, the patient had recurrent cerebral infarction (...), 4 to 5 times in the stented area over the six months. Finally, the patient died of severe subarachnoid hemorrhage (sah), which could only have been caused by the aneurysm in the same area. The patient was treated for the recurrent thrombosis with pharmacological therapy on a case-by-case basis." "It is unknown whether or not autopsy was performed. The primary disease is basilar trunk aneurysm. The cause of death was assumed to be rupture of the treated aneurysm. The patient died of severe hemorrhage (sah) with rupture of the treated aneurysm." No image available. Medical history: basilar trunk aneurysm. Stent implantation site. Aneurysm location: ba. Shape: fusiform. Lesion site: center. Antiplatelet and anticoagulant therapy: administered, preoperative and postoperative. Additional information as reported to microvention: "the cause of death is an aneurysm, which occurred within half a year after implant placement. Patient died (...)." According to index procedure: "after the femoral artery was punctured, a guiding catheter and a dac [distal access catheter] were delivered into the left (va) radial artery and a [microcatheter] was then delivered into the right pca (posterior cerebral artery). The distal portion of a fusiform aneurysm was located near the distal end of the ba (basilar artery). The fred was deployed from the right pca. The deployment itself was smooth, and the proximal end of the fred was deployed into the left va. As both the ba and va were expanded to a fusiform shape in two places and the arteries were uneven due to atherosclerosis, the [fred] was not well apposed to the vessel wall in some areas. However, the physician determined that the apposition over all was good enough and completed the procedure." As reported approximately six and a half months after index procedure: "[t]he patient had poor articulation, numbness in the left hand, and weakness in the lower extremities. The patient was taken to the (...) Hospital by ambulance and hospitalized." As reported seven months after index procedure: "[t]he patient was found unconscious with dilated pupils. CT scan revealed subarachnoid hemorrhage. As respiratory condition was unstable, the patient was placed on a ventilator. In the early morning [the next day], the patient passed away. From the fred implantation until [hospital] admission (...), the patient was hospitalized [6 times for cerebral infarction]. During this period, angiography taken (...) Had shown that the aneurysm itself had shrunk and most of the aneurysm was occluded." According to information provided to microvention, patient was on dapt before and after device implantation. Dapt started 2 weeks before the index procedure. After the procedure, dapt was continued with some medication changes. A month after the index procedure, medication was changed to tapt. The next month, the medication was changed due to the onset of tia. After that, the medication was stopped and restarted twice, and the patient passed away.

Manufacturer narrative:
Additional information was received, section b above has been updated. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported to microvention: "cerebral infarction, delayed sah and death: (...) The fred was implanted. After the fred was implanted, the patient had recurrent cerebral infarction (...), 4 to 5 times in the stented area over the six months. Finally, the patient died of severe subarachnoid hemorrhage (sah), which could only have been caused by the aneurysm in the same area. The patient was treated for the recurrent thrombosis with pharmacological therapy on a case-by-case basis." "It is unknown whether or not autopsy was performed. The primary disease is basilar trunk aneurysm. The cause of death was assumed to be rupture of the treated aneurysm. The patient died of severe hemorrhage (sah) with rupture of the treated aneurysm." No image available. Medical history: basilar trunk aneurysm. Stent implantation site. Aneurysm location: ba. Shape: fusiform. Lesion site: center. Antiplatelet and anticoagulant therapy: administered, preoperative and postoperative additional information as reported to microvention: "the cause of death is an aneurysm, which occurred within half a year after implant placement. Patient died (...)." According to index procedure: "after the femoral artery was punctured, a guiding catheter and a dac [distal access catheter] were delivered into the left (va) radial artery and a [microcatheter] was then delivered into the right pca (posterior cerebral artery). The distal portion of a fusiform aneurysm was located near the distal end of the ba (basilar artery). The fred was deployed from the right pca. The deployment itself was smooth, and the proximal end of the fred was deployed into the left va. As both the ba and va were expanded to a fusiform shape in two places and the arteries were uneven due to atherosclerosis, the [fred] was not well apposed to the vessel wall in some areas. However, the physician determined that the apposition over all was good enough and completed the procedure." As reported approximately six and a half months after index procedure: "[t]he patient had poor articulation, numbness in the left hand, and weakness in the lower extremities. The patient was taken to the (...) Hospital by ambulance and hospitalized." As reported seven months after index procedure: "[t]he patient was found unconscious with dilated pupils. CT scan revealed subarachnoid hemorrhage. As respiratory condition was unstable, the patient was placed on a ventilator. In the early morning [the next day], the patient passed away. From the fred implantation until [hospital] admission (...), the patient was hospitalized [6 times for cerebral infarction]. During this period, angiography taken (...) Had shown that the aneurysm itself had shrunk and most of the aneurysm was occluded." According to information provided to microvention, patient was on dapt before and after device implantation. Dapt started 2 weeks before the index procedure. After the procedure, dapt was continued with some medication changes. A month after the index procedure, medication was changed to tapt. The next month, the medication was changed due to the onset of tia. After that, the medication was stopped and restarted twice, and the patient passed away.

Manufacturer narrative:
Items returned: n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot further examine any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review: "potential complications possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves. Device migration, distal embolization, headache, incomplete aneurysm occlusion, neurologic deficits including stroke and/or death, perforation or dissection of the vessel(s), pseudoaneurysm formation, rupture or perforation of aneurysm, transient ischemic attack (tia) or ischemic stroke, vasospasm, vessel occlusion, vessel stenosis or thrombosis. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. It is imperative to use the fred system with a .027 inch (0.69 mm) inner diameter headway® 27 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheath into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions: exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers approximately 7 mm past the aneurysm neck. [Figure 7] note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If fred system positioning is not satisfactory, the fred system implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. [Figure 8] caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. Caution: the fred system delivery wire should not be utilized as a guidewire. Do not torque the fred system. A torque device should not be used. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are approximately 7 mm proximal to the aneurysm neck to ensure an adequate coverage. Note: the fred system will expand and may foreshorten up to 60% from its undeployed length. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of approximately 7 mm on each side of the aneurysm neck/target location to ensure appropriate coverage. [Figure 7] warning: do not detach the fred system if it is not properly positioned in the parent vessel. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. 19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the implant is not fully apposed or is kinked, consider utilizing a suitable microguidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred system implant. 21. Caution: carefully watch the fred system implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant." The physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported to microvention: "cerebral infarction, delayed sah and death: the fred was implanted. After the fred was implanted, the patient had recurrent cerebral infarction, 4 to 5 times in the stented area over the six months. Finally, the patient died of severe subarachnoid hemorrhage (sah), which could only have been caused by the aneurysm in the same area. The patient was treated for the recurrent thrombosis with pharmacological therapy on a case-by-case basis." "It is unknown whether or not autopsy was performed. The primary disease is basilar trunk aneurysm. The cause of death was assumed to be rupture of the treated aneurysm. The patient died of severe hemorrhage (sah) with rupture of the treated aneurysm." No image available. Medical history: basilar trunk aneurysm. Stent implantation site aneurysm location: ba shape: fusiform lesion site: center. Antiplatelet and anticoagulant therapy: administered, preoperative and postoperative.